Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Reference manufacturer report number: 2032227-2014-33808.

Event description:
Customer reported calibrating errors with her sensors. The customer also reported inaccurate readings between her sensor glucose and blood glucose. She stated her sensor glucose was 300 mg/dl and blood glucose was 44 mg/dl. She also stated her insulin pump went into threshold suspend because of the inaccurate readings. No additional information provided.